Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that the pump casing was cracked around the display and denied moisture or corrosion in the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: the pump was returned with the display lens detached from the pump and with a pink contrast to the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.